Event description:
It was reported that the patient's vns therapy worked well for almost 6 years but then the patient¿s seizures progressed and that the patient had huge break through seizures. Patient underwent explant of vns and underwent hemispherectomy. Additional relevant information has not been received.